Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving morphine (25 mg/ml at 1.683 mg/day) and clonidine (200 mcg/ml at 13.46 mcg/day) via an implantable pump for spinal pain indications. It was reported that at 4am on (B)(6) 2022 the patient noticed an increase in pain throughout their body. The patient reported that the pain progressively increased throughout the day. The patient denied any falls or trauma to the pump. The hcp reported that a contributing factor to the issue may be due to the patient not consistently attending pump refills and has gone for a "long" undetermined amount of time without medication prior to the last pump refill. The hcp was able to draw off the catheter access port and catheter for a successful aspiration. The physician replaced the pump on (B)(6) 2022 and a prime bolus was completed. The issue was resolved at the time of report. The patient's weight was asked but unknown. The patient's medical history was asked and will not be made available. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the pump revealed no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.